Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter; product ID: 106a3, product type: console; product ID: 203cx, product type: coaxial umbilical cable product event summary: the afapro28 balloon catheter with lot number 20567 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the catheter smart chip data indicated the catheter was never used for applications. The catheter was recognized and passed the electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation, a kink in the guide wire lumen of the balloon section was observed. Deflection testing was performed and the shaft reacted as initially intended. No kinks were identified on the shaft and after dissection, and the pull wires were intact. Pressure testing and dissection showed a guide wire lumen kink/twist 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter did not pass returned product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the phrenic nerve was stunned twice while ablating the right superior pulmonary vein (rspv). A double stop was performed during both occurrences. The phrenic nerve palsy (pnp) recovered both times and the patient displayed no symptoms. No interventions were performed to treat the pnp. Three ablations were performed to the right inferior pulmonary vein (ripv), then while moving back to the rspv, the balloon catheter stopped steering as expected and the mapping catheter was unable to retract out of the balloon catheter. A system notice was received indicating that the safety system detected fluid inthe catheter and stopped the injection. The balloon catheter was replaced and the electrical umbilical cable and coaxial umbilical cable were disconnected. The vacuum was disabled; however, the vacuum continued to be in operation. While the replacement balloon catheter was being prepared, it was reported that a system notice was received indicating that there was a problem with the refrigerant port. Blood was observed in the coaxial port on the console. It was noted that the replacement balloon was never used for ablations. The patient was cardioverted to check for exit block and mapping confirmed all veins were isolated. The case was completed with cryo. During a later servicing, the console was determined to be unrepairable and a large amount of blood was observed in the coaxial port. No further patient complications have been reported as a result of this event.